Event description:
It was reported that the pump screen would not turn on, leaving the display black. There was no information provided regarding the impact on the customer¿s blood glucose level. No additional information was provided.